Event description:
The customer called for assistance with her insulin pump settings. The customer stated that she was giving blood at a clinic earlier in the day, and her blood glucose levels dropped to 34 mg/dl. The clinic called the customer's hcp, but she did not have to be hospitalized. The hcp did suggest changes in her settings. The customer did not know why her blood glucose levels dropped. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump was workign as designed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.